Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead received four inappropriate shocks from the associated device. Upon review, loss of capture was observed and x-rays confirmed the lead was dislodged. The patient was admitted to the hospital for a lead revision, where the rv lead was successfully repositioned. No additional adverse patient effects were reported. The rv lead remains implanted and in service.